Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the touchscreen was not responding to touch correctly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the touchscreen was not responding to touch correctly; a "bad touch detected" error message was displayed during calibration. The remote service engineer performed troubleshooting with the customer and was able to replicate the reported issue. The rse advised the customer that the touchscreen needed to be replaced for repair and provided the customer with the part number of the replacement touchscreen for repair. The customer was familiar with the replacement procedure. Final investigation and disposition are pending.